Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient experienced recurrent incontinence with his artificial urinary sphincter (aus). The doctor scoped the patient in clinic, and saw that the aus cuff was not completely coaptating around the urethra. Therefore a revision surgery was performed and it was observed that the aus had no fluid left. All components were removed and replaced. A patient outcome of fully recovered was reported.